Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to MRI being used in off label procedure and loss of defibrillation therapy on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.